Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electronic component (opto-coupler) inside the charger was out of order. It was discovered that the device flashed a blue light emitting diode (led) and failed a self-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to manufacturing / process error. This issue has been escalated to CAPA and scar. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the blue led was flashing on the universal battery charger device and charging was not possible. There was no delay to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.